Event description:
Dräger received an ufr in which it was stated that "during the use of the device, it was discovered that the ventilator was not functioning, causing a certain delay in the patient's treatment." As per report, the users bridged patient support in manual ventilation until a replacement device was prepared and available. The malfunction was described as "internal exhalation valve malfunction". It was confirmed in a follow-up phone call to dräger that no health consequences have occurred.

Manufacturer narrative:
The ufr was the only information for this case; the hospital did not involve the local dräger s&s organization into any follow-up measures. The contact person named in the ufr could not provide further information. Dräger derives the following: the event was classified by the user as "serious injury"; additionally it was mentioned that the event was "causing a certain delay in the patient's treatment". On the other hand, the circumstances of injury manifestation were described as "may affect the patient's treatment progress", and the hospital confirmed to the local dräger s&s organization that no health consequences for the patient have occurred, finally. This conflict cannot be removed due to missing relevant information. Hence, it was decided to report this case as a serious injury in abundance of caution. The available information does not allow a case-specific evaluation; it is not known based on which observations or evaluations the user postulated that an issue with the expiratory valve should have caused the event. The expiratory valve is subject to reprocessing after each use cycle and has therefore partly disassembled before and re-assembled afterwards. The number of related complaints reasonably suggests that the design is adequate for the typical use conditions and demonstrates as well that the majority of cases is related to lack of reprocessing or use errors during re-assembly after cleaning/disinfection. It is also questionable that the malfunction should have suddenly manifested during use and was not detected during pre-use check. Finally, a reliable conclusion in regard to the root cause for the user's experience is not possible - component malfunction, use error, lack of preventive maintenance or a combination of factors must be taken into consideration. It is recommended to the hospital to have the device checked by trained service personnel and to have it repaired if necessary.